Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced all the checksum errors by turning on the analyzer. Fse replaced the main board and powered up the analyzer without errors. Fse successfully completed calibration and control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4) there were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: 5029 csum error (param) is generated when control parameter checksum error occurs. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. 5031 csum error (result) is generated when assay result checksum error occurs. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. 5032 csum error (errlog) is generated when error log checksum error occurs. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. 5033 csum error (operation list) is generated when operation log checksum error occurs. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to failure of the main board.

Event description:
The customer reported getting multiple checksum errors on aia-360 analyzer during start up. Technical support specialist (tss) instructed the customer to reboot the analyzer, but the errors persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The main board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the main board.the most probable cause of the reported event is due to failure of the main board.corrected data: section d: "device returned to manufacturer" date was entered without checking the box in the initial filling. Checked the box to correct the error.